Event description:
It was reported that the mobile programmer application became unresponsive when attempting to save presenting rhythms during interro gation of an implantable pulse generator (ipg). It was noted that the ipg was successfully detected and interrogated; however, the application froze when the attempting to save presenting rhythms and no further actions could be performed. Troubleshooting steps were taken to include closing the application, rebooting the host tablet, and repeating the interrogation. It was further noted that the same issue occurred when a second application was used. Additional troubleshooting steps were taken to include attempting interrogation with an legacy programmer; however, it was unable to detect the ipg. No patient complications have been reported as a result of this event. Application version: 4.5.2 host tablet os version: 26.4

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.